Event description:
It was reported the lead short interval count (sic) was high and measured at 3036. It was further reported that the pacing impedance " took a dramatic change" showing increases in the (B) (6) 2009 timeframe, but had subtle changes for over a year. The sic is averaging more than 60 per day. The lead remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.